Manufacturer narrative:
(B)(4).

Event description:
The implantable neurostimulator (ins) was randomly turning off. The ins would turn off about 10 times per day. This occurred in multiple environments at multiple times. The pt did not have a pt programmer and was not turning the ins off. The ins could be turned back on with a pt programmer or physician programmer. The ins recharges were okay. The pt was not injured but "wasn't well." An ins replacement was planned. Additional info has been requested, a follow-up report will be sent if add'l info becomes available.